Event description:
Customer reported that there was zipper damage to the one of the side panels, the zipper teeth are broken. Customer couldn't specify which panel. There was no pt injury reported.

Manufacturer narrative:
(B) (4) - zipper teeth damaged. Evaluation of the returned product shows that shows that the right window has broken zipper elements. Panel side foot end has 6 inch broken stitches on the right leg. (B) (4).